Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced difficulty maintaining glucose levels, which remained higher than expected throughout the night. The patient subsequently replaced the cassette, tubing, and cleo infusion set, and observed that the removed cleo cannula was bent. Following these changes, the patient's glucose levels returned to the target range. Patient involvement was reported, with no associated harm.